Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 40 months post-implant of a bifurcated device, an infrarenal aortic extension, and a limb extension, a computed tomography angiogram showed an endoleak involving the distal left portion of the bifurcated device. Reportedly, the physician elected to implant an additional bifurcated device inside the initial bifurcated, however, it did not resolve the endoleak. A competitor's limb extension was implanted on the left bifurcated limb to extend it, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: the patient was known to have chronic renal insufficiency, which might have been incongruent with the IFU due to the inability to tolerate contrast examination. There was evidence of immediate renal impairment post index. Subsequently, the patient succumbed to end stage renal disease and was placed on dialysis two months post index. This finding might have contributed to the reported event. There was also evidence of an unreported event six weeks post index: endoleak type I-b left iliac and type iii-b at the bifurcation for which a competitor's stent and an infrarenal extension were placed. The left iliac was reported to be tortuous, which might have contributed to the reported event. The endoleak type iii-b forty months post index was substantiated, but the patient underwent two separate secondary procedures (repair and direct sac puncture) to discover an endoleak type ii from the left hypogastric artery. Another unreported secondary procedure whereby a competitor's stent was placed in the left iliac and a coil embolization was completed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office.